Event description:
The customer reported that a portion of the blue jaw dislodged from the device and fell into the patient. The material was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.